Manufacturer narrative:
(B)(4).

Event description:
Physician successfully implanted one complete se stent to an unknown lesion. It was noted post implant that the stent had been implanted approximately 7 weeks post labeled expiry date.